Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: cordis emerald (x2). Sheath: cordis 6f brite tip. Stent: 9.0x39x80 omnilink elite. (B)(4) - no pre-dilatation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the omnilink elite peripheral stent system instructions for use states: pre-dilate the lesion or stricture with an appropriate size balloon dilatation catheter to closely match the lumen diameter proximal and distal to the lesion or stricture. Additionally, it was reported that the distal end of the balloon inflated first, which is consistent with the design of the product as the distal end of the balloon will fill with contrast first and then the rest of the balloon will fully inflate. It is possible that the failure to pre-dilate the calcified lesion contributed to the difficulties deploying the stent. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality deficiency.

Event description:
It was reported that the procedure was to treat lesions located in the right and left common iliacs that had mild tortuosity and moderate calcification. During a kissing stent attempt, both omnilink elite stent delivery systems (sds) were advanced to the lesions and correctly positioned, one in each lesion. Both sds balloons were inflated at the same time. One omnilink elite sds balloon inflated over the full length of the balloon with successful stent placement; however, the omnilink elite sds balloon with lot number 2110141 inflated irregularly, inflating the distal end of the balloon first, followed by the rest of the balloon. Although there were issues during inflation, the stent was successfully placed in the target lesion. The result was satisfactory. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.